Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 12/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a review of the pump black box data revealed no evidence of short battery life. During a visual inspection of the pump, no damage was observed. During testing, the electrical current draws measured within specifications. The rewind, load, and prime steps were completed successfully with no duplicated battery life issues. The complaint was not duplicated, and no defect was found.